Event description:
It was reported via a phone call that the customer's pump has been damaged and he cannot use it. Customer stated that when he took the insulin pump out of the belt clip, it hit the ground. Customer stated that the lip around the top ring was cracked. Customer stated that he has to push really hard to get the insulin pump out. Customer's blood glucose reading at the time of the call was 271 mg/dl. Advised customer that the product will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, with broken reservoir tube lip and cracked reservoir tube. The insulin pump received with missing reservoir tube o-ring.